Manufacturer narrative:
The complaint of foreign matter was confirmed; however, the source of the debris could not be determined. One 18g insyte autoguard IV catheter from lot #5105331 was provided for investigation. It appeared that debris was stuck to the silicone lubrication on the external surface of the catheter tubing. As the device had been opened, it could not be determined if the debris was introduced during manufacturing or outside bd control. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
Customer sent me an email with this picture saying they were investigating this picture and scenario and asked if I'd heard of any other cases like this. (Picture depicting fm on a silicone catheter within a unit package).

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.